Event description:
This event involves a patient who experienced a controller alarm/fault approximately 7 months post heartware lvad implantation. The site reported that while the patient was connected to the batteries as a power source, he/she experienced a controller "red alert" alarm. The patient was able to exchange the controller. A new controller was given to the patient from hospital stock and the event was resolved without patient injury.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The controller was returned to heartware; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included clinical event, visual & functional testing and review of controller log files. The reported event for critical battery (red alarms) was confirmed through log files. Visual and functional testing showed that the controller power connectors were normal. The battery connections on the returned controller established good attachment and no disconnections when tested with the batteries and cac test-bed. Also, the controller recognized all batteries when connected to port (2). The cause for the red alarms in this case cannot be conclusively determined. No additional information will be forthcoming.